Event description:
The customer reported that the 840 ventilator is inoperable. There was no pt involvement. Covidien technical support engineer (tse) troubleshoot this issue with the customer oer the phone. Tse recommended running est test. Covidien not authorized to evaluate the device.